Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes caused by crosstalk. The event lead to pacing inhibition and an intrinsic escape beat. No other anomalies were observed. Programming changes were discussed. No further information was reported.